Event description:
Patient tested on suspect device with an inr result of 5.4. The lab inr was 2.9. One week later, the same patient was 6.4 inr on the suspect device and 3.64 inr on a lab test. The patient is new to coumadin therapy and has been taking the medication for six days. Controls were not used. No treatment alleged. The device was replaced and requested to be returned for evaluation.